Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "the power cord adapter (img 0303) has totally separated into two parts and needs a replacement. The power cord (img 0305) male connector end that plugs into the pump is completely broken and needs a replacement as well. Delay in therapy: no. Need for medical intervention: no. Patient involvement: no. Death / serious injury: no. Human harm: no. "